Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested, and has not been received.

Event description:
The caller reported the dr stated there was a leak on the side of the pilot balloon. He did not know how long it was in but knows it was most likely pretested. The pt is on a ventilator and they re-intubated the pt.